Event description:
Pt revised for pain, found polyethylene wear of liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the worn liner associated with this report did not reveal any related manufacturing deviations or anomalies. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after nearly 21 years of implantation. A complaint database search finds no other reported incidents against the remaining product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.